Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare field representative that the front strap on a bc306-05 infant bonnet was getting peeled off. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc306-05 infant bonnet was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and photography provided by the healthcare facility and our knowledge of our product. Results: visual inspection of the photograph provided by the healthcare facility revealed that the brushed nylon has peeled off from the polyurethane foam. A review of quality check inspection report revealed that there were no abnormalities noted during manufacturing which could lead to the reported failure. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All infant bonnets are visually inspected prior to being released for distribution and any bonnets that fail are rejected.